Event description:
It was reported by provider that the footrests are bent and worn from wear and tear on the m91r power chair. No property damage or injury alleged. Provider disconnected, no further information provided.